Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, high threshold and low sensing were observed on the right ventricular (rv) lead due to dislodgement caused by twiddler syndrome. The rv lead was capped and replaced, and the patient was in stable conditions.